Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl and a loss of consciousness. Reportedly, the customer required assistance from emergency services to treat bg level via glucagon and consumption of carbohydrates. The customer alleged the pump was delivering boluses without user input; however, pump data review by tandem technical support confirmed the customer manually unlocked the pump screen prior to delivering the bolus. Additionally, customer was not consuming carbohydrates in preparation for an unrelated medical procedure. Reportedly, the customer reverted to manual injections for insulin therapy.